Event description:
The customer reported the error code of "iris pot bad" was displayed on the system. No pt injury was reported.

Manufacturer narrative:
The svc rep arrived on site and could not duplicate the reported issue. He waited until the inspection by the state was completed. The unit had no further issues, unit returned to svc.